Event description:
It was reported, the patient went to the emergency room the day after her scs system implant surgery due to leg numbness and urinary incontinence. Additional information received identified the patient met with her physician as well as an sjm representative for reprogramming and the patient's symptoms have partially resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified an sjm representative met with the patient for system reprogramming and the issue has reportedly resolved.